Manufacturer narrative:
Irritation/sores can be manifested by itching, redness, rash or in extreme cases, open sores. The westmed respiratory care products are generally made from plastic/pvc, which has a good safety profile for irritation and sensitivity. A plastic product may cause irritation/sores for several reasons, including, the device has been contaminated with an external substance (e.g., mold release agent, lotions, medications) which cause irritation/sores, using device for too long (may become rough or bacterially contaminated), or individual patient-specific hypersensitivity. If the oxygen tubing is not changed out on a regular basis or as indicated on the packaging sores or irritations may result. Based on the information above, a report of irritation/sensitivity/sores is reportable as patient nose bled.

Event description:
Nasal cannula too long caused a patient nose to bleed.